Event description:
Surgeon was performing a lumbar 5-sacrum 1 anterior lumbar interbody fusion (alif) with synfix-lr on an unknown date. When attempting to remove the trial spacer from the disc space the threaded tip of the trial handle broke off flush with the trial spacer. Surgeon was able to remove the trail spacer with an up-bitting curette. Another device was readily available in the operating room, and the procedure was completed without impact to the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An event evaluation was performed. The failure occurred due to incomplete thread engagement between the spindle and trial. The return did not include the handle and shaft assembly. Without these parts, the critical dimension of spindle-trial engagement is unknown. For these reasons, the disposition for this complaint from a design perspective is indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for lot # 6581166, 51 parts, revealed the spindle assembly for trial spacer handle was manufactured by avalign-nemcomed. The parts were inspected to the synthes incoming final inspection sheet number (B)(4) revision c. The product conformed to all requirements. The certificate of compliance (c of c) is dated (B)(4) 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. There is a small ding on the shaft, but otherwise the part is in good condition. (B)(4) manufactured the spindle assembly trial spacer handle pn 03.802.151, lot 658116. Due to an unknown cause, the product broke at the tip on the threads. The material and hardness of the shaft was determined to be within specification. The instrument conformed to dimensional specifications at the time of manufacturing. The diameter of the shaft was confirmed to be within specification. Device is an instrument and is not labeled for single use.